Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 69 mg/dl. Reportedly, the customer went to the emergency room (ER) where bg was treated intravenously with fluids of saline with dextrose. At the time of the report with tandem technical support the customer was still in ER. Cts educated the customer to not be connected to the pump during the fill tubing process.